Manufacturer narrative:
The device was not returned for evaluation. The production records for this product could not be reviewed and a lot level similar complaint incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. However, a review of the corrective and preventive actions (CAPA) database was performed and revealed there is no indication of a product quality issue. Based on the reported information and results of the complaint investigation there is no indication that the reported adverse event is related to a product quality issue with respect to the design, manufacture, or labeling of the device. A definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the reported patient effect of death is listed in the dragonfly optis instructions for use, as a known possible complication associated with intravascular imaging procedures. Medical review was performed. This was a case that was reported during another procedure. This complaint took place most likely 3 years prior to 2024. The physician does not remember the exact date or any specifics of the procedure. There are many unknown factors in this case. The patient¿s past medical history, health status at the time of the procedure, what vessel the catheter was placed in, what size of the ostium of the vessel in question was, what techniques and devices were used to access the vessel in question, the procedural details were not reported. Due to the lack of information provided, it cannot be definitively stated if the dragonfly catheter in question was a cause or contributor to this patient¿s death.

Manufacturer narrative:
B2, b3 - date estimated. D4- the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during the optical coherence tomography run when placing the dragonfly imaging catheter in the patient's artery, the access completely occluded and the patient died.